Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the device memory was corrupted due to parity error. Reliability laboratory technician. (B)(4) reliability laboratory. No complaint was received with return of device. Failure (event) observed during analysis.